Event description:
Inr2 = 2.0, 24 hours later hospitalized and inr = >8. A(B)(6) female; history of mitral valve replacement and cva. Coumadin dose is 10 mg/day; is tested weekly on not always the same meter (site has 7 inrs and 2 inr2s). Two weeks ago, peripheral inr lab draw was 1.8. One week ago presented to the ed with nose bleed; diagnosed with a hole in septum, a 3mm parietal bleed. Was discharged with packing in nose, no meds, no inr performed at that time. Pt instructed to follow-up with ent specialist. Two days ago, monday 8/9, her inr2 reading was 2.0 - which is what she normally runs (therapeutic target is "around 3"). Pt complained of intermittent nose bleeds and shortness of breath. Nurse stated that the nose bleeds were attributed to her episode last week and that the complaint of sob resulted in having her dose increased to 15mg which was taken the evening of 8/9. The next day, 8/10, pt was hospitalized and her venipuncture inr was >8.

Manufacturer narrative:
Investigation pending.